Event description:
It was reported that, during an in-clinic follow-up, episodes of post paced t-wave oversensing were observed on the device. The suspected cause of the event was fusion beats. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.